Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to excessive force applied by the user olympus will continue to monitor field performance for this device.

Event description:
The olympus asset oes elite high-definition autoclavable rigid telescope was returned to the service center. There was no allegation of a defect or malfunction associated with scope. However, upon inspecting the connector pin was found broken/loose. No death or injury to patient or other has been reported to olympus. This report is being submitted to capture the broken connector pin.

Manufacturer narrative:
The repair inspection found the connector pin was loose. The inspection also noted there is debris particles inside the optical system, the rigid outer tube is slightly bent and minor scratches on the eyepiece funnel. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.